Event description:
Procedure: unk. According to the reporter: the instrument was fired on a vessel. At that point it did not release. The surgeon had to force the instrument open by forcing the handle back to its original position which severed the vessel. Pt status reported as "well, no complications."

Manufacturer narrative:
Initial report sent to FDA on 05/19/2008.